Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during a kit inspection the instrument holder was defective.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by device evaluation. The device is visually fractured. Sem and edm testing determined the fracture was initiated by fatigue. DHR was reviewed and no related manufacturing deviations or anomalies were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.